Event description:
It was reported to philips that the device gave a red x and alarmed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The manufacturing engineers investigated the alarm. It was discovered that this alarm was generated by the behavior that occurs as the result of an internal timing issue during burn-in. A cross functional team determined that devices in the field are not affected.